Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. H6: result code: 213 no device problem found is based off the retention samples and returned same lot samples from user. Actual sample received showed broken catheter tube with traces of blackish red foreign matter most likely from blood. Although the sample was not further evaluated since it was already contaminated, it was noted that the broken ends of the catheter tube have a diagonal cut. Possibly, the defect happened wherein the catheter tube was cut by a sharp object. Simulation conducted to challenge the tensile strength of the catheter tube from a previous complaint showed no breakage after manual pulling of the catheter tube. Verification of retention samples and 3 pieces received same lot samples was conducted. Visual inspection showed no related defects on catheter tube that would lead to catheter tube breakage and functional evaluation for catheter tube and catheter hub fitting force showed all samples passed. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The patient is a feline. Expiration date - 31-oct-2024. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - vet tech. The actual device has not been returned for evaluation. Based on the results of our investigation, the root cause of the complaint could not be identified. Reference photo of actual sample showed proximal hub and the distal portion of a broken catheter tube in which condition of the broken ends cannot be confirmed through the photo. Verification of retention samples showed no related defects on catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection and functional testing to check product quality prior shipment. No nonconformity related to the complaint was noted. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported that the staff was performing euthanasia, placed in hind leg of a feline; when pulled out after procedure, the catheter was broken. Possibly bent and then snapped in half. Additional information was received on 03june2020: the catheter broke, the needle was fine and intact. They were unsure if the catheter was bent before insertion or if possibly bent after placement. It was reported to not feed well, but that has been noted for several times (with no breakage or follow up issues). The time in the vein was about 10 minutes. The procedure was not affected.